Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. No infusion site or set problems were noted. The customer uses silhouette infusion sets. Prior to the event, the infusion pump alarmed no delivery. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.